Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR.: the device was returned for evaluation. Visual examination observed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was noted within the balloon and inflation lumen which is evidence of a device leak. The device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 1 mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues. Visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 21oct2015. It was reported that was unable to cross the lesion. The target lesion was located in the coronary artery. A 10/4.00 flextome¿ cutting balloon¿ was used for treatment. During the procedure, it was noted that the device was unable to cross the lesion. The procedure was completed with device. No patient complications were reported and the patient's condition was good. However, device analysis revealed a balloon pinhole.